Event description:
It was reported the device was irrigated and placed in the patient. During insertion of the dilator into the patient, the device did not feel right. Following insertion, blood was found to be leaking between the hemostasis valve and the handle. Upon withdrawal of the dilator, the valve separated from the device handle. A wire was inserted through the existing device, the device was removed and another agilis device was inserted and used to complete the procedure; there were no patient consequences.